Manufacturer narrative:
Approximate age of device ¿ 10 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired on (B)(6) 2018 due to neurological issues associated with lvad/therapy. Pre-lvad implant, the patient was on extracorporeal membrane oxygenation (ECMO) support due to cardiogenic shock. The patient did not wake up fully for the first 2 days. In the post-operative phase, the patient developed multiorgan failure and septic shock, and had cardiac arrest. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A correlation between the device and the patient¿s expiration could not be conclusively determined. Infection, neurologic dysfunction, and sepsis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.